Event description:
It was reported that a minicap sponge came out of the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection the sponge was observed to be separated from the minicap. The sponge dimensions were measured with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause if the problem was determined to have occurred during either manufacturing or delivery of the device. To correct the issue process checks were added during manufacturing and the distributor was informed of handling requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.